Event description:
It was later reported that x-rays of the catheter were done and the patient was given oral baclofen. The issue was resolved with multiple boluses. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient was given a bridge bolus for a concentration change of lioresal from 500 mcg/ml to 2 000 mcg/ml. Signs and symptoms of withdrawal were noticed and the patient was admitted back to the hospital two days later for further management. The patient experienced altered mental status, pain, increased spasticity, sweating and flu-like symptoms of ¿all over aches¿. At the time of this report, the patient still had an altered level of consciousness, muscle pain and elevated creatinine levels. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver lioresal 200 mcg/day with one 75 mcg bolus at 6 am. It was later reported that the physician and staff felt that the event was due to a poor concentration mixture of lioresal.